Event description:
Reporter alleged obtaining a result of 317 mg/dl on the compact plus system and taking 6 units of humalog based on it. Reporter stated that 15 minutes later she felt fatigue, sweatiness, and dizziness. Reporter stated that she tested while feeling hypoglycemic and got a result of 157 mg/dl on the same compact plus system. Reporter stated her husband had to get her some food and juice for treatment and then, she ate dinner. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.